Event description:
It was reported that the vertical lift column on the 9900 system would not go up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.